Event description:
It was reported that patient had use purewick female external catheter for a 7 day hospital stay back in july, and experience was horrible. That was positioned incorrectly and due to that patient parts became swollen and very irritated. On top of getting a bad urinary tract infection. No medical intervention was reported. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported issue was confirmed use related issue as per the reported event and IFU. No sample was returned for evaluation. The root cause identified is ¿patient, healthcare professional or caregiver attention failure, places device without adequate access to labia." The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: a. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had use purewick female external catheter for a 7 day hospital stay back in july, and experience was horrible. That was positioned incorrectly and due to that patient parts became swollen and very irritated. On top of getting a bad urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.